Event description:
Per (B)(4) study, patient reported; persistent stress incontinence on (B)(6) 2022. Pop-q, ua, and vitals assessed. Event was listed as recovering/resolving following intervention (oxybutynin) worsening urge incontinence on (B)(6) 2022. Pop-q, ua, and vitals assessed. Event was listed as recovering/resolving following intervention (oxybutynin) cause of event is undecided, cec reviewing records.